Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00152 and (B)(4).

Event description:
It was reported that after two attempts to insert the intra-aortic balloon (iab) both ruptured on insertion. The first immediately ruptured on insertion with a large amount of blood in the tubing. The second was slower, but the patient was still in the cardiac cath lab (ccl) and there was a fine mist of blood. The attending cardiologist, did not want to remove the balloon, even after the nurse told him he had to. The doctor was saying there was something wrong with our catheters for this to happen twice in a row. The clinical care specialist (css) explained why the iab had to come out and the pump stopped immediately. The css explained that the patient may have too many calcifications in his vessels and this was most likely contributing to the immediate ruptures. The iab was taken out by the md with no difficulties. There was no patient death and patient condition noted as critical

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00152 and (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after two attempts to insert the intra-aortic balloon (iab) both ruptured on insertion. The first immediately ruptured on insertion with a large amount of blood in the tubing. The second was slower, but the patient was still in the cardiac cath lab (ccl) and there was a fine mist of blood. The attending cardiologist, did not want to remove the balloon, even after the nurse told him he had to. The doctor was saying there was something wrong with our catheters for this to happen twice in a row. The clinical care specialist (css) explained why the iab had to come out and the pump stopped immediately. The css explained that the patient may have too many calcifications in his vessels and this was most likely contributing to the immediate ruptures. The iab was taken out by the md with no difficulties. There was no patient death and patient condition noted as critical.